Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of air bubbles anomaly from the reservoir. The customer's blood glucose reading was unknown. The customer stated that the air bubbles occurred during fill reservoir process. The customer was advised to prime them out or treat accordingly to compensate. The customer was advised to consult with health care provider.